Event description:
The customer had difficulty with access to the port. During x-ray to confirm placement, it was noted that the catheter had separated and migrated, because of this, the port and catheter were removed. There were no associated patient complications.